Event description:
Revision surgery - due to the stem in the humerus being loose/toggling. The distal portion of the stem was moving anterior to posterior. This was due to the patients anatomy and not the implant failing that caused the issue. The surgeon replaced the implant to avoid a possible infection in the joint.

Manufacturer narrative:
The reason for this revision surgery was to replace the patients loose stem after 4.5 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint from this lot. The root cause for the device loosening was reported as an issue with the patient's anatomy. There are no indications of a product or process issue affecting implant safety or effectiveness.